Manufacturer narrative:
The reason for this revision surgery was the patient's rotator cuff tore. The length of in vivo service was 1.6 years. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with the main contributor component listed in the complaint. A review of the product complaint report history showed there have been 63 prior complaints reported against this part number; summary of investigations: 4 for pain, 18 for stability, 10 for trauma, 3 for infection, 3 for dislocation and others not associated with product issues. This is the first complaint against this lot number. This root cause for the rotator cuff tear was a fall. There are no indications of a product or process issue affecting implant safety or effectiveness.

Event description:
Revision surgery - the patient tore their rotator cuff due to a fall.